Event description:
Boston scientific received information: lv threshold increase. Corrected by changing lv pacing configuration: lv ring to rv coil/ring. Corrective action: lv lead pacing configuration changed to lv ring/rv coil/ring. Hospital (B)(6). Doctor (B)(6), spa dr. (B)(6). Onset date: (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).